Manufacturer narrative:
The insulin pump was received with full segments display due to a faulty interface board. Analysis was unable to verify the watchdog timeout alarm or the constant tone. The unit had a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called in to report a watchdog timeout alarm and a constant tone from the insulin pump. The customer stated that the device was dropped. The customer's blood glucose level was 165 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.